Manufacturer narrative:
Additional information was received that the patient experienced inadequate stimulation due to high impedances on the lead. The patient underwent the explant procedure where all the devices were explanted due to preference. Device malfunction was not suspected. The explanted devices will not be returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 14802051 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.